Event description:
It has been reported to philips that system was not booting up. The system was not in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. The fse identified that the issue occurred due to computer hard disk problem and it could not get into the software due to connection issue. The fse reseated the sata cable to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.